Manufacturer narrative:
(B)(4). Date sent: 7/15/2020 b3: publication year of 2024 this report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. No further information will be provided because we can¿t get any additional information from the author. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: robot-assisted approach using a laparoscopic articulating vessel-sealing device versus pure-robotic approach during distal pancreatectomy author(s): takuya mizumoto, takeshi takahara, akihiro nishimura, satoshi mii, yuichiro uchida, hideaki iwama, masayuki kojima, yutaro kato, ichiro uyama & koichi suda citation: journal of robotic surgery volume 18, article number 263. 2024 this study aimed to evaluate the efficacy of the robot-assisted approach using a laparoscopic articulating vessel-sealing device during robotic distal pancreatectomy by comparing it with the pure-robotic approach. Between (B)(6) 2023, 62 patients who underwent robotic distal pancreatectomy were included in the study. There were 28 males and 34 females with a median age of 71 years. 22 underwent robot-assisted approach using a laparoscopic articulating vessel-sealing device enseal® g2 articulating (ethicon endo-surgery). Reported complications included unspecified clavien¿dindo = grade 3a complications (n=?). In conclusion, compared with pure-robotic approach, robot-assisted approach using a laparoscopic articulating vessel-sealing device usings found to be safe and feasible in introducing robotic distal pancreatectomy for operators with little experience.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2025. Additional information was obtained: the full article has been received and attached. Corrected data: h6 health effect - clinical code and impact code.